Event description:
Dr. (B)(6) reported that the ves standard uptake value (suv) measurements were not consistent with other post-processing system while comparing suvs between three post-processing systems. Dr. (B)(6) found this while exploring differences between systems and not during pt care. No injuries were reported related to this issue.

Manufacturer narrative:
The initial investigation of this issue found the suv error was due to invalid dicom header info of images provided by a philips healthcare gemini 64 time-of-flight when using bqml units. The invalid dicom header issue was forwarded to philips healthcare. Vital images became aware on (B)(4), 2011 that there was an issue with the vitrea product. The issue was found while evaluating a potential workaround for the invalid dicom header. The error is unique to the acquisition workflow used to create the example images provided by the customer. The vitrea error was not detectable until the effect of the original image dicom error was removed.